Event description:
It was reported that automatic setup was performed with this device out of the pocket during the implant procedure. The caller identified a warning screen stating the programmer system had detected a condition which required an application exit. A boston scientific technical services consultant confirmed that automatic setup will not work with the device out of the pocket due to an open circuit. The device was placed in the pocket and defibrillation threshold testing (dft) was successful; however, the warning persisted. The caller utilized another programmer and device interrogation was successful with no other issues reported. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer noted damage to the touchscreen, back enclosure and the elastic belt on the battery subassembly. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. Two error codes were identified in the log file. Several different test devices were interrogated multiple times. Laboratory technicians validated the complaint related to issues with interrogation, using some devices, but no issue could be detected. The ECG board was validated to ensure no hardware failure was present. Testing showed the ECG board was always able to power on and off several times, indicating no hardware issue. The reported clinical observations were found to be consistent with evidence of the touchscreen being unresponsive during threshold testing. One of the errors was an error log halt (elh) which occurred due to the system being busy during termination of an application. This most likely occurred during quick start and the correct response to the user is to reboot the system. Due to the elh error code, the ECG board was replaced. A risk review was completed and confirmed that the event of unresponsive during threshold test was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer noted damage to the touchscreen, back enclosure and the elastic belt on the battery subassembly. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. Two error codes were identified in the log file. Several different test devices were interrogated multiple times. Laboratory technicians validated the complaint related to issues with interrogation, using some devices, but no issue could be detected. The ECG board was validated to ensure no hardware failure was present. Testing showed the ECG board was always able to power on and off several times, indicating no hardware issue. The reported clinical observations were found to be consistent with evidence of the touchscreen being unresponsive during threshold testing. One of the errors was an error log halt (elh) which occurred due to the system being busy during termination of an application. This most likely occurred during quick start and the correct response to the user is to reboot the system. Due to the elh error code, the ECG board was replaced. A risk review was completed and confirmed that the event of unresponsive during threshold test was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that automatic setup was performed with this device out of the pocket during the implant procedure. The caller identified a warning screen stating the programmer system had detected a condition which required an application exit. A boston scientific technical services consultant confirmed that automatic setup will not work with the device out of the pocket due to an open circuit. The device was placed in the pocket and defibrillation threshold testing (dft) was successful; however, the warning persisted. The caller utilized another programmer and device interrogation was successful with no other issues reported. No adverse patient effects were reported.